Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the atrial fibrillation was not determined.

Event description:
The user facility reported that a patient was on impella cp support had a history of atrial fibrillation with rapid ventricular response. While on support, the patient went back into atrial fibrillation with rapid ventricular response. The next day, the team was hoping to get the heart rate under control as the patient has been in and out of atrial fibrillation with rapid ventricular response and becomes symptomatic when she loses her atrial kick. The patient was successfully weaned and explanted the following day.